Manufacturer narrative:
Method: DHR review. Review of complaint management database for similar complaints. Visual examination. Results: this device was manufactured on 12/31/2000. Service history: repair date: 03/01/2005. A two year look back for this reported failure and or related to "not locking" for this product ID shows that 5 complaints were received including this case. No new design or manufacturing trends have been identified. The returned unit did not meet all specific functionality. The lock will not lock down and will continue to rotate after unit is locked down from the heck bushing cracked in half. General maintenance and cleaning required. Unit needs heli-coils added to unit. Conclusion: the end users reason for return was verified. The most likely cause is due to the cracked hex bushing. General maintenance is required as this device was manufactured in 2000 and last serviced in 2005.

Event description:
The pt's head was pinned in the clamp and when the surgeon went to look the knob, it would not lock. The clamp was removed from the pt and taken our of service. No injury to pt. Delay in surgery was reported. Attempts to obtain add'l info was made but to date, no response received from the customer.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.